Event description:
Per the clinic, the patient was explanted due to medical problems. The surgeon used polibon in order to fix the device in place. Reportedly, the patient hit their head, the polibon was broken, and the patient¿s body started to recognize the cement as a foreign body as a result, the injury became infected. The patient was explanted in 2009. Reimplantation is planned but had not taken place at the time of this report, approx three months later.